Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 680i synchron access clinical system generated false sodium (na) and/or potassium (k) results on two (2) patient samples. The customer noticed the issue because the instrument performed an automatic critical rerun on both samples, and the duplicate results did not match. It is unknown if the repeated results were ran on an alternate instrument within the laboratory. It is unknown which result was deemed correct and ultimately reported. The customer is only questioning the na and k results since the differences exceeded assay precision claims. Patient treatment was not impacted in connection to this event.

Manufacturer narrative:
Quality control (qc) prior to and after the event was within lab-established ranges. A bec field service engineer (fse) was dispatched for this event. The fse replaced the ratio pump. The fse also discovered that tube line #18 was put on backwards during the last preventive maintenance procedure. The fse also replaced the carbon bridge, modular chemistry (mc) sample probe and wash collar. Due to ongoing imprecision issues, indicated by the customer with no erroneous results generated, the fse returned on-site and replaced the electrolyte injection cup (eic) assembly due to debris in the acrylic block and slow vacuuming of waste and wash. Per the fse, the debris did not appear to be sample related. Failure mode is unknown. Multiple parts were replaced, which could have contributed to this event.